Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.00 diopter, in the patients left eye (os) on (B)(6) 2019. Two months post-op, the patient complained of glare and halos. The surgeon performed a second surgery and placed the lens vertically, hoping the halos would disappear, but the problem was not resolved. The lens remains implanted. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Claim# (B)(4).